Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) top screen is going white/glitching out. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) reported that the top screen intermittently went white or glitched when moved. Upon inspection, the fse noted looseness and side-to-side movement at the hinge points of the upper display but found no internal damage. The fse reassembled the display. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.